Event description:
The patch was working just fine during the case. Then out of the blue it could not be recognized by the system. The error message stated the patch was out of range or to change patch. The patch was exchanged with a new one and the problem was resolved. This is the first report of this problem. No harm came to the patient.